Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost" and "the root lengths of the teeth may be shortened (root resorption) during orthodontic treatment causing a threat to longevity of the teeth" and "orthodontic treatment (including aligner treatment) may impair the health of the bone and gums which support the teeth and may aggravate the gums". The treating doctor shared that the potential root cause of the tooth mobility (tooth #29) could have been the widening of the perio ligament, and no root cause was provided for the fractured tooth (#12). Align's clinical review of available records confirms that tooth crown (tooth #12) was in good condition, and notes that, on the upper left side, there were only 2 posterior teeth which could have caused occlusal trauma on tooth #12. No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptoms. This event is being filed as an MDR as the treating doctor reported that the patient had the symptom of tooth extraction (serious injury) and the invisalign system aligners were being used.

Event description:
The treating doctor reported that the patient had symptoms of tooth mobility (#29), pain, tooth fracture (#12), and tooth extraction (#12), which was performed on (B)(6) 2024. No medical intervention or prescription medication required to alleviate the reported symptoms. The patient is still wearing the aligners (only upper arch) and is currently pain-free. The patient's reported symptom of tooth mobility (#29) has not improved.